Event description:
During troubleshooting for an unrelated alarm, the patient reported that he did a manual bag earlier and put in unknown antibiotics for an unknown reason. Baxter (B)(4) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding the reason the home patient (hp) was on antibiotics. Per the pdrn, the hp was on antibiotics and in the medical center due to the client acquiring peritonitis. The hp took (unknown) antibiotics and is now cleared. No further information could be obtained.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to the reported peritonitis. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: a 510(k) number will not be provided as the product code and lot number are unknown. Additional information: on (B)(4) 2012 follow-up with the peritoneal dialysis nurse by baxter product surveillance revealed that the client had a breach in aseptic technique by not wearing a mask and touching the end of the transfer set. The client was treated with vancomycin intraperitoneally (ip) and ceftazidime ip (dosages unknown). The client did have retraining performed on proper aseptic technique and continues on pd therapy with no further complications noted. This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the home patient did not wear a mask and touched the end of the transfer set, which is a use error that can cause peritonitis or potential contamination. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.